Event description:
It was reported that the clinician was unable to deflate the balloon of a temperature sensing foley catheter. The patient was given a dose of IV lasix per doctor¿s order and was not returning any urine in the catheter as he was previously. The patient then complained of abdominal discomfort and was having a hard time urinating. The nurse consulted with the doctor and it was decided to remove the catheter. When the nurse tried to deflate the balloon, no fluid returned and the nurse was unable to remove the catheter. The nurse called the charge nurse for assistance, but they were still unable to remove it. A urologist was called for additional tips, but the balloon still could not be deflated. Another doctor was called and placed an urgent urology consult. The urologist came to the bedside but was unable to pass a guidewire to puncture the balloon from inside the catheter. An ultrasound was performed to visualize the balloon, and a needle was used to pop the balloon from the scrotum. The patient then had 600 ml of frank red bloody urine returned. A 16 french, non-temperature sensing foley catheter, was placed and 500 ml of normal saline was used to flush clots and urine until clear.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. Correction: d1, d4. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the clinician was unable to deflate the balloon of a temperature sensing foley catheter. The patient was given a dose of IV lasix per doctor¿s order and was not returning any urine in the catheter as he was previously. The patient then complained of abdominal discomfort and was having a hard time urinating. The nurse consulted with the doctor and it was decided to remove the catheter. When the nurse tried to deflate the balloon, no fluid returned and the nurse was unable to remove the catheter. The nurse called the charge nurse for assistance, but they were still unable to remove it. A urologist was called for additional tips, but the balloon still could not be deflated. Another doctor was called and placed an urgent urology consult. The urologist came to the bedside but was unable to pass a guidewire to puncture the balloon from inside the catheter. An ultrasound was performed to visualize the balloon, and a needle was used to pop the balloon from the scrotum. The patient then had 600 ml of frank red bloody urine returned. A 16 french, non-temperature sensing foley catheter, was placed and 500 ml of normal saline was used to flush clots and urine until clear.

Manufacturer narrative:
The reported event was inconclusive due to a poor sample condition. Approximately three and half inches above the trifurcation was returned. The inflation valve was cut off and the balloon was not returned for testing. A 10cc slip tip syringe was inserted into the inflation funnel and water flowed through the remaining inflation lumen with no issues. A potential root cause could be due to a "pinched lumen". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: 1. Occlude drainage tubing a minimum of 3 inches below the sampling port by kinking the tubing until urine is visible under the access site. 2. Swab surface of bard® ez-lok® sampling port with antiseptic wipe. (Fig. 2) 3. Using aseptic technique, position the syringe in the center of the sampling port. Press the syringe firmly and twist gently to access the sampling port. (Fig. 3) 4. Slowly aspirate urine sample into syringe and remove syringe from sample port. 5. Unkink tubing if necessary and transfer urine specimen into specimen cup or follow hospital protocol. Discard syringe according to hospital protocol. 6. Follow established hospital protocol for specimen labeling and transport to lab."

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the clinician was unable to deflate the balloon of a temperature sensing foley catheter. The patient was given a dose of IV lasix per doctor¿s order and was not returning any urine in the catheter as he was previously. The patient then complained of abdominal discomfort and was having a hard time urinating. The nurse consulted with the doctor and it was decided to remove the catheter. When the nurse tried to deflate the balloon, no fluid returned and the nurse was unable to remove the catheter. The nurse called the charge nurse for assistance, but they were still unable to remove it. A urologist was called for additional tips, but the balloon still could not be deflated. Another doctor was called and placed an urgent urology consult. The urologist came to the bedside but was unable to pass a guidewire to puncture the balloon from inside the catheter. An ultrasound was performed to visualize the balloon, and a needle was used to pop the balloon from the scrotum. The patient then had 600 ml of frank red bloody urine returned. A 16 (B)(6), non-temperature sensing foley catheter, was placed and 500 ml of normal saline was used to flush clots and urine until clear.